Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2013 (B)(4). Of note, the serious injury (infection ) is normally submitted via a asr report submission that should have been submitted on 2013 (B)(4). Information was subsequently received on 2013 (B)(4) and an out of specification analysis finding. As there is new information that reasonably suggests a lead malfunction, this event no longer qualifies for asr reporting and is therefore being submitted as a bi-monthly report. Product event summary # product ID# 419388 the lead was returned and analyzed, there was blood on the proximal conductor, there was blood on the distal conductor of the lead and it was obstructed, the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Product ID (B)(4) implanted: 2009 (B)(6); product ID 5076-52 implanted: 2004 (B)(6); product ID 694765 implanted: 2004 (B)(6). (B)(4).